Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Report submitted to correct section h7 if remedial act init, type.

Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Data was sent for analysis and confirmed that the device also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Analysis also confirms that the power consumption is increasing in a gradual fashion. The device was explanted. No additional adverse patient effects were reported. Additional information from the field indicates that the device was retained by the facility and will be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device was suspected of premature battery depletion (pbd). Data was sent for analysis and confirmed that the device also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Analysis also confirms that the power consumption is increasing in a gradual fashion. The device was explanted. No additional adverse patient effects were reported.